Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased. It was reported that the patient died approximately 11 days post implant of the ICD. The cause of death was reported as cardiac arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2001. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Product event summary # product ID# 6945-58. A proximal portion was received measuring 7.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.